Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It is reported by our sales rep that the irrigation motor will not shut off. There is no patient harm or surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at the service center and inspected. The defect reported by the customer could not be verified. Replaced console cover due to damage to the logo. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. Further, a review into the depuy mitek complaints system revealed two similar and five dissimilar complaints for the complaint device serial number that was released for distribution. Further DHR was performed for the complaint device serial number and has not indicated any issues with the manufacturing process that might explain the failures observed. At this point, no corrective action is required and no further action is warranted since the reported complaint was not duplicated. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).